Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the pump incision site was clean and dry. There were no further signs of infection and the site was well healed. The outcome was noted as resolved on (B)(6) 2018.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 10642, lot# j1100185r, product type: catheter. Product ID: neu_unknown_cath, serial# unknown, product type: catheter. Analysis of the catheter (j1100185r) found the catheter body was incorrectly assembled or sutured. Analysis of the catheter (unknown serial number) found no significant anomalies. There was a tear in the seal near the guide ring of the sc connector. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving remodulin (10.0 mg/ml at 8.608 mg/day) via an implantable infusion pump. It was reported the patient had her pump explanted and a new pump implanted on (B)(6) 2018 for battery life. The case was without complications. The patient was discharged that afternoon with no side effects at that time. On (B)(6) 2018 when the patient woke up she felt like her right shoulder had been slept on wrong and was achy. By (B)(6) 2018 at 2 a.m. She could not bear the pain from the shoulder. It radiated to her back and abdomen and down her right arm. She felt asymptomatic and felt like she was getting enough remodulin. She was brought to the clinic, the anchor site for the catheter was swollen and painful to touch. There was no redness and no heat. The pump site was clean, dry, and pain free. The chest x-ray showed the catheter had pulled back but was still in the anchor. The patient was taken to the emergency room, the pump was put at minimum rate and external remodulin was started at the same dose in a peripheral intravenous line (piv) with a cadd pump. The new catheter was scheduled to be placed on (B)(6) 2018 . Blood tests were all normal for the subject and pump interrogation was normal as well. The chest x-ray was abnormal with results of catheter dislodgement. The patient experienced in-patient hospitalization on (B)(6) 2018. The event outcome was noted as unresolved with further action or treatment planned. It was later reported that on (B)(6) 2018 the study patient was taken to the ep lab where a new catheter was placed. The implanted pump was not replaced. The procedure was without incident and the patient was discharged to home on the same day. Blood tests, pump interrogation, electrocardiogram (ECG), echocardiogram, and chest x-ray were all normal for the subject. The pump was reprogrammed from minimal rate to calculated dose on 2018. Versed intravenous (IV), fentanyl IV, vancomycin IV, cefazolin IV, midazolam IV, and benadryl IV were initiated. The outcome was noted as resolved on (B)(6) 2018. The event was considered related to the catheter and the pump changeout system modification procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient came in for follow-up from the pump replacement on (B)(6) 2018. After the steri strips were removed, a corner of the incision at the pump site looked red with a skin tear. There was no drainage noted. The doctor decided to treat the site. No culture was taken. Actions taken included the clinic/office visit on (B)(6) 2018 and oral clindamycin was initiated. The outcome was noted as unresolved with further actions or treatment planned. The event was reported by the site as related to the system modification procedure and the synchromed ii pump. The diagnosis was indicated as incisional infection.